Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were unresponsive after exposure to moisture. Keypad anomaly troubleshooting was performed and confirmed that time is not advancing even after the battery replacement. Customer also reported that the insulin pump had a failed battery test alarm and no troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. There was no button error alarm and no frozen display anomaly during testing. The insulin pump was unable to perform all functional testing including the displacement test, operating currents test, unexpected restart error test, rewind, basic occlusion, occlusion, a33 prime and excessive no delivery tests nor unable to verify failed battery test alarm due to buttons not responding. The device was received with broken battery tube threads. The insulin pump did not have moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection.